Manufacturer narrative:
Additional information was received that the physician confirmed that the patient¿s symptoms that were previously reported were not device related. It was also reported that the patient¿s difficulty charging was due to age. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively. The device was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing worsening of pain in low back, leg and foot, muscle spasms, numbness and leg weakness. It was also reported that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected with the explanted ipg.

Event description:
A report was received that the patient was experiencing worsening of pain in low back, leg and foot, muscle spasms, numbness and leg weakness. It was also reported that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was experiencing worsening of pain in low back, leg and foot, muscle spasms, numbness and leg weakness. It was also reported that the patient was unable to charge the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.